Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd nexiva diffusics closed IV catheter system was found leaking ¿blood and saline at the tubing, that connects to the butterfly wings of the IV when flushed.¿ there was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one used unit was received for analysis. Leak testing was performed on the returned unit and no leakage was observed anywhere throughout the device. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Investigation conclusion: we could not confirm a specific root cause for this issue since the actual sample received didn't show any issue related to the incident reported.